Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge change errors during the cartridge loading process. The customer's blood glucose level was not impacted. The customer reverted to using insulin injections to manage diabetes.